Event description:
It was reported that a pediatric user of the ilet experienced hyperglycemia with a fingerstick reading of 424 mg/dl and sustained elevated glucose for approximately four hours, with moderate ketones detected; the user had performed a same-day supply change and later replaced supplies again at school, after which glucose returned to range without manual injection or professional intervention. Symptoms included hyperglycemia and ketonemia. Outcomes included transient elevated glucose requiring user-led corrective actions according to a ketone action plan, with no hospitalization. Investigation included customer interview and product-use troubleshooting. Investigation of this case revealed no observable insulin leakage at the cartridge, ilet, contact-detach infusion site, or anchor and no identifiable device malfunction; the cause of hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with undetermined cause, resolved after a supply change, with no device failure identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.